Manufacturer narrative:
(B) (4): results: death. Ruptured aneurysm prior to stent graft placement. Conclusions: ruptured aneurysm prior to stent graft placement. (B) (4) - ruptured aneurysm prior to stent graft placement.

Event description:
An aneurx stent graft device was implanted into a patient for the emergent treatment of a ruptured abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that the medtronic rep had previously segregated the device from other devices due to the device exceeding the expiration date and was pending hospital paperwork for removal of the expired product from the hospital, the physician used the device. The physician knowingly used the expired product for the emergent treatment of a ruptured aneurysm. The stent graft was successfully implanted; however, the patient died on the table as a result of the ruptured aneurysm and not the device.